Event description:
Rayner intraocular lenses limited rec'd notification from (B)(6) of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states "the wing of the injector came off."

Manufacturer narrative:
(B)(4) has been allocated to this event by rayner intraocular lenses (B)(4). The r-inj-04 injector has not been returned to rayner the healthcare facility; therefore, no device analysis could be performed. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. A back-up lens was implanted w/o further complication. The healthcare facility has confirmed that the pt was not injured as a result of this event. Our review of the production records for the r-inj-04 injector batch b308 and associated superflex aspheric 920h intraocular lens batch 072e38107 showed that all mfg and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were w/o defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector and associated superflex aspheric 920h iol ((B)(6) 2012) was conducted in order to determined if any trends existed. This review concluded that no other incidents, or any type, have been rec'd against the r-inj-04 injector batch b308 or the superflex aspheric 920h intraocular lens batch 072e38107.